Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler, did not pipette the correct amount of sample and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.